Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced five infusion set cannula was crimped on (B)(6) 2024. The site of insertion was at abdomen. The event occured within three hours of insertion. No further information available.